Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2023 it was reported to parcus medical that pts passer needle broke inside a 62 year old female patient during a rotator cuff repair. The current status of the patient is unknown. It was reported that the procedure was completed with a smith & nephew passer. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2023 it was reported to parcus medical that pts passer needle broke inside a 62 year old female patient during a rotator cuff repair. The current status of the patient is unknown. It was reported that the procedure was completed with a smith & nephew passer. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report. The reported event could not be confirmed. The device was not returned to the manufacturing plant for analysis. Additional information was not provided upon request. It could not be confirmed if the needle was removed from the patient. The current status of the patient is unknown. A review of the batch record was performed. There was no nonconformances associated with the reported event. There was deviation related to the reported event, however the deviation was considered an improvement withh the device. The product was manufactured and released to applicable procedures and specifications. A three year retrospective review was performed on nonconformances. There was no nonconformances associated with the reported event. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.